Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in a mildly tortuous and severely calcified proximal right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. While the device was being pushing in a tight calcified lesion, about 1/4th of the proximal shaft fractured. The device was removed together with the wire and the procedure completed with another emerge balloon catheter. There were no patient complications reported.

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in a mildly tortuous and severely calcified proximal right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. While the device was being pushing in a tight calcified lesion, about 1/4th of the proximal shaft fractured. The device was removed together with the wire and the procedure completed with another emerge balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an nc emerge catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination confirmed a break. Microscopic examination revealed kinks 7.03 cm from the hub and on the separated piece at 24.2 cm and 2.6 cm from the distal end.